Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that mr850 humidifier alarmed to indicate the heater wire was disconnected when an rt340 adult breathing circuit was connected during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was out of specification. No fault was found with the expiratory heater wire. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was located near the heater wire retainer end. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Our monitoring and trending of complaints for the heater wire being broken or damaged at the retainer clip end on rt340 adult breathing circuits has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of december 2013.